Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing symptoms of dizziness and syncope. Interrogation of the pacemaker revealed it to be in safety mode. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing symptoms of dizziness and syncope. Interrogation of the pacemaker revealed it to be in safety mode. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing symptoms of dizziness and syncope. Interrogation of the pacemaker revealed it to be in safety mode. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.